Manufacturer narrative:
The device evaluation found that the insulation resistance value of distal end was out of standards due to the broken plastic distal end cover, charged coupled device lens was broken, light guide lens was broken, bending section cover adhesive was broken, connecting tube was corrugated, switch 1 was cut off, the coating on the universal cord was peeled off, the aspiration quantity was out of standards due to the broken channel tube, there was waterproof failure due to the broken channel tube, waterproof failure due to the cut video cable, waterproof failure due to the broken scope cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material from the clogged subwater supply channel. This report is being submitted for the event found during evaluation. There was no patient involvement.